Event description:
On 11/25/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to the medical center on (B) (6) 2008. While hospitalized, the pt was administered heparin on and after (B) (6) 2008 and suffered a non-hemorrhagic stroke and began to have other symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.